Event description:
I got very ill. My immune system was completely not functioning. Low white blood count, even though I was fighting an active infection. My body was not fighting my illnesses. I had viruses and fungal infections that were resistant to any treatment, diet, lifestyle change, etc.